Event description:
It was reported that the device has a delaminated downstream occlusion seal. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was able to verify the reported problem. The downstream occlusion seal was replaced. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.